Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump battery sometimes works the battery light was red. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluated, tamper seal removed/broken: yes, visual inspection performed and found the top case was cracked front corner. The plunger seal was damaged. There is nothing in alarm history pertaining to customer stated problem. Unable to duplicate customer stated problem. No problem found during testing. Replaced battery as preventative measure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.